Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's scs system was explanted on (B)(6) 2015.

Event description:
Follow-up revealed the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient stopped receiving effective stimulation. The most recent impedance check showed high impedances on all contacts. X-rays were taken and showed no anomalies. Reprogramming could not provide resolution. Further intervention will be discussed with the doctor.